Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown head, unknown cup, unknown liner and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03799, 0001825034-2017-03800, 0001825034-2017-03803 and 0001825034-2017-03811. (B)(6).

Event description:
It was reported that the patient's right hip was revised due to unknown reasons. No additional information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.